Manufacturer narrative:
Evaluation of the desktop charger (sn#: (B)(4)) determined that the connector pin was bent. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider reported that the patient's stimulation turned off due to the rechargeable device not working. It was unknown how the connector pin broke. The patient received a replacement desktop charger, was able to recharge the device, and the reported issues were resolved. No further complications are anticipated.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37761, serial#: (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for essential tremor and movement disorders. The patient reported that the connector pin broke off of the desktop connector last night ((B)(6) 2017) and they were able to get the pin out of the recharger. The patient also reported that their stimulation shut off last night. A replacement desktop charger was sent to the patient. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.